Event description:
The device was returned to the manufacturer after being explanted for normal battery depletion indicators. It was analyzed and tested out of specification. Information was later received reporting possible premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis revealed a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.